Manufacturer narrative:
(B)(4). A 340 ml water bottle lot 18b346 was received with an adaptor in a partially opened dust cover for evaluation. The trigger tab of the bottle was intact. There was a user attempt to attach the adaptor. The adaptor lot could not be confirmed because its packaging was not included. The snap cap of the humidifier adaptor appeared to be pushed down too far on the adaptor body. The received adaptor was attached to the received bottle. Water bottle/adaptor assembly could not be attached to the flowmeter. Based on the investigation performed, the reported complaint was confirmed. The root cause is related to the assembly portion of the manufacturing process. A non-conformance was opened to address this issue.

Event description:
Complaint reported as: "the user found it difficult to connect the adaptor to the aquapak bottle; the connecting part assembly was too unstable to be fixed. Therefore, a new unit was used instead." No patient involvement was reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Complaint reported as: "the user found it difficult to connect the adaptor to the aquapak bottle; the connecting part assembly was too unstable to be fixed. Therefore, a new unit was used instead." No patient involvement was reported.